Manufacturer narrative:
One probe sample was returned for evaluation. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. Actuation testing was performed and deemed nonconforming. The cutter did not open in the port. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is no wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is bent. The extension is detached from the coupling. The complaint evaluation does confirm the probe had poor actuation/cutting performance. The root cause for the nonconforming functional performance is due to the separation of components within the probe. It appears that at the beginning of the surgery, the adhesive bond failed, causing the extension to detach from the coupling. An internal investigation has been open to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported cutting failure of the probe during surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient. A product sample was requested for evaluation. Upon follow up it was informed that the issue experienced was due to "acculturation failure."